Manufacturer narrative:
(B)(4). Date of initial report: 03/10/2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic procedure, the tip of the curved spatula electrode broke off and fell into the patient cavity. The disengaged piece was identified in the patient's abdominal cavity by radiologic search and was retrieved immediately by the surgeon through an exploratory laparotomy.